Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be recovered. During testing, the field service engineer found that drawer 4.2 was opening and closing erratically when attempting to recover cubies/drawer. The engineer replaced the latch sensor board with a spare, checked and reseated the bus cable, cleaned for medications and debris, and rebooted the station during the repair. The electronics drawer and the area around the communication sled and power supply were cleaned. The engineer also checked for medications and removed debris from the bottom edge of the back panel, inspected for loose drawers, and reseated the drawer cable. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 was failing to operate and could not be recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.